Manufacturer narrative:
An international service technician evaluated the device and provided a picture. The service technician visually observed the weld was compromised.

Event description:
The user facility reported that the housing's weld fractured after sterilization. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay, no medical intervention and no adverse consequences.

Event description:
The user facility reported that the housing's weld fractured after sterilization. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay, no medical intervention and no adverse consequences.